Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had ink blots that blocked the graphics and text. Additionally, it was reported that the pump was dropped and the touch screen became shattered. There was no impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.